Event description:
It was reported that a patient implanted with an impella rp experienced excessively high placement signal values and low flows. An echocardiogram and an x-ray showed the pump was in the correct position. The pump was explanted. The patient was in critical condition.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D3 (manufacturer fax) has been added. D9 (date device returned to manufacturer) has been added. H3 (device evaluated by manufacturer?) Has been updated as the pi was completed and the product was returned. Low pump flow: the cause of the issue was not established as the device was returned with damaged pins and could not be tested in the lab and no logs were returned. Placement signal low: the cause of the issue was not established as the device was returned with damaged pins and could not be tested in the lab and no logs were returned for analysis.